Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during coil embolization procedure the subject device was advanced almost all the way through the microcatheter, but because of the friction it was pulled out and re-sheathed. Physician attempted to advance it again, but encountered resistance in the introducer sheath and was not able to insert it into the microcatheter hub. The physician retrieved the coil, inspected it on the table, and revealed that the coil prematurely detached at the detachment junction outside the patient. No clinical consequences to the patient due to the reported event were further noted.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that during coil embolization procedure the subject device was advanced almost all the way through the microcatheter, but because of the friction it was pulled out and re-sheathed. Physician attempted to advance it again, but encountered resistance in the introducer sheath and was not able to insert it into the microcatheter hub. The physician retrieved the coil, inspected it on the table, and revealed that the coil prematurely detached at the detachment junction outside the patient. No clinical consequences to the patient due to the reported event were further noted.